Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port safety mechanism could not be separated. This occurred on 4 occasions. The following information was provided by the initial reporter: when the nurse withdrew the needle, the gray safety device could not be separated from the needle, which caused the patient annoyed and the nurse reinserted the tube. Such 4 cases happened that day.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit and one photo. Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to a leak in the dispense system. Preventative maintenance and in process sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that nexiva 22 ga x 1 in single port safety mechanism could not be separated. This occurred on 4 occasions. The following information was provided by the initial reporter: when the nurse withdrew the needle, the gray safety device could not be separated from the needle, which caused the patient annoyed and the nurse reinserted the tube. Such 4 cases happened that day.